Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(6).

Event description:
It was reported that the patient had awful pain at her waistline near the implant when stimulation is turned off, following a fall. The patient fell once 2 weeks ago and again a week ago. The patient also went to the hospital twice regarding constipation feelings. The patient was blocked up everywhere and thought that was causing pain. The patient now has bowel movements but still has pain. The patient had an appointment 2013 (B)(6) but wanted a sooner appointment because, she couldn¿t stand the pain. Of note, the patient stated she felt like all 4 groups were running at once. Additional information was requested, if received, a follow up report will be sent.